Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked display window, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during basal. Customer stated that they use the sensor feature on the insulin pump and they are able to rewind the devise. Customer's blood glucose reading at the time of the call was 229 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.